Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total knee replacement on (B)(6) 2009 where she was implanted with a stryker knee system. It is further alleged that the plaintiff underwent revision surgery on (B)(6) 2016. The surgeon noted that "upon entry into the knee joint, there was noted to be abundant metallosis with synovitis present consistent with metal wear."

Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total knee replacement on (B)(6) 2009 where she was implanted with a stryker knee system. It is further alleged that the plaintiff underwent revision surgery on (B)(6) 2016. The surgeon noted that "upon entry into the knee joint, there was noted to be abundant metalosis with synovitis present consistent with metal wear."

Manufacturer narrative:
An event regarding fretting involving a unknown implant patella was reported. The event was not confirmed. Conclusion: as per event statement, it is noted that abundant metalosis with synovitis present consistent with metal wear. There is no indication or allegation that device reported in this investigation may have contributed to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.